Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A rigid fixation study reports four patients were plated for sternal fractures. Three patients had fractures secondary to blunt trauma, and 1 patient was plated after a transverse sternal fracture occurred during a redo sternotomy. All patients were plated immediately after trauma with the sternalock plating system. All 4 patients went on to clinically heal their sterna, with no pain or sternal instability elicited with palpation. At time of data analysis, 1 patient was scheduled for reoperation due to loose screws.